Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced mechanical issues with the device as the pump was unable to pump solution into the cylinders and the ipp was not filling up. A surgical procedure was performed in which the existing ipp was removed and replaced. There were no clinical consequences to the patient.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced mechanical issues with the device as the pump was unable to pump solution into the cylinders and the ipp was not filling up. A future revision has not been scheduled and there were no clinical consequences to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced mechanical issues with the device as the pump was unable to pump solution into the cylinders and the ipp was not filling up. A surgical procedure was performed in which the existing ipp was removed and replaced. There were no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of inflation issues were confirmed through product analysis. The pump not passing the 8lb activation and valve deactive state tests could affect the functionality of the device. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical analysis of the cylinder identified wear at folds in both cylinder bodies. Upon functional testing, the cylinders performed within specification. Visual and microscopical analysis of the pump revealed the kink resistant tubing (krt) was worn down to the filament. The pump component was functionally tested, and it did not pass the 8 lb activation and the valve deactive state tests. Visual and microscopical analysis of the reservoir identified a leak in the krt; however, this hole was consistent with sharp instrument damage probably occurring during explant. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.